Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-18-extremely high glucose. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report not feeling well. No information provided about the symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/22/2019 and open vial date is date. The meter memory was not reviewed for previous test result history. Customer concerned with e-5 as soon blood sample is absorbed. Customer is feeling physically fine initially but states he is not feeling well. Customer refused to test and states he is going to cut the call short, that he is not feeling well. Customer disconnected the call. Unable to reach customer after several follow up attempts.